Manufacturer narrative:
(B)(4). Date sent: 2/15/2018. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
During the procedure, the clip is not closed properly. Patient consequence:no.